Manufacturer narrative:
Additional info was received that approximately ten days later, the pt received an inappropriate shock due to oversensing of t-waves during sexual intercourse activity. The shock caused the pt to go into ventricular fibrillation (vf) that was converted to normal sinus rhythm after a second shock was delivered. However due to some low amplitude vp signals, the device undersensed and delayed therapy at approximately 30 seconds. The pt was syncopal during the event and was sent to the hospital. Ts received the s-ECG from implant and noted the programmed vector did have some fairly small signals so ts recommended trying a gain setting x2. The final programming changes were made per ts recommendation and the conditional shock zone was turned on with a rate from 200 to 220 bpm. No further events have been reported since. The pt will be seen again in the future for treadmill testing to be released to play basketball again. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this (B)(6) male suffered sudden cardiac death while playing basketball and was referred for a subcutaneous implantable cardioverter defibrillator (s-ICD). The pre-implant screening passed using a secondary vector (however the primary and alternative vectors displayed poor t-wave measurements). The physician understood that the pt only had one good vector going in to the implant procedure, therefore manually selected the gain setting x1 in the secondary vector where a single shock converted the pt. The final programming was a single zone at 220 bpm. Following the implant, the field representative requested that boston scientific technical services (ts) review device data and provide advice on doling treadmill testing and an opinion on the most appropriate programming vectors. Ts reviewed the data and recommended programming a gain setting x2 in the secondary vectors and explained that younger pts often have morphology changes with exercise, and on occasion, this has been observed to lead to double counting so a treadmill test a rates similar to what is anticipated while the pt is playing basketball was recommended. Oversensing was confirmed, due to a decreasing qrs amplitudes. All three vectors were reviewed with varying gains, to determine optimal programming options. Additionally, boston scientifics technical services was contacted for programming assistance so as to mitigate future inappropriate therapy. During a later in-office follow-up, vectors were again evaluated while manipulation of the device within the pocket; however, no noise or oversensing could be reproduced. Ts then confirmed the system had been reprogrammed to the secondary vector, during the previous follow-up, for reasons not stated or known. Both ts and the field representative agreed the autosetup programming selection of, primary with a 1x, was still the most optimal. No further adverse pt effects have been reported and the system has been reprogrammed.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---